Event description:
Patient was revised to address loosening of the cup. Update (B)(6) 2011 - litigation papers were received. Litigation alleges that less than a month after the revision on (B)(6) 2010, the patient suffered a dislocation of her left hip implant and a hip fracture. She had a fracture through the medial acetabular wall, extending transversely through the medial acetabulum. She also had a fracture through the posterior aspect of the acetabulum and one of the acetabular screws had been displaced out of the bone and was adjacent to the posterior acetabulum and iliac wing. The acetabular component was rotated counterclockwise out of its usual position.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.